Event description:
During AED deployment, the user was questioning a shock cancelation decision.

Manufacturer narrative:
(B)(4). Method: the ECG was analyzed for this pt use event. Conclusion: the device was found to be operating properly. The device properly advised a shock when the pt's underlying rhythm was considered shockable. The pt's rhythm then morphed into a borderline shockable rhythm and after advising a shock it morphed into a non-shockable rhythm prior to the shock being delivered and the device properly canceled the shock decision.